Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, it was reported that the cartridge was leaking from the cartridge tubing. Customer's blood glucose was 306-324 mg/dl. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.